Manufacturer narrative:
Technician found that the siderail could not latch due to missing shoulder bolt. Replaced the shoulder bolt to resolve this issue.

Event description:
Information received that the left side siderail could not latch. No injury reported.